Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery out limit, blank display and weak battery from the insulin pump. The customer's blood glucose level was 244 mg/dl. The customer stated that his pump alarmed battery out limit and it is now allowing him to bolus. The customer stated that the battery in use is aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised that a weak battery will occur prior to a failed battery test or low battery alert. The customer was advised to monitor the pump and call back if issues persist.